Manufacturer narrative:
Concomitant medical products: 9529 icm, implanted: (B)(6) 2010.

Event description:
It was reported that the patient experienced symptoms associated with heart block, and holter strips indicated pauses, which were later confirmed to be loss of ventricular capture. Reprogramming was performed to increase outputs and the right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.